Manufacturer narrative:
Product event summary: analysis confirmed that the control knob and knob spring were found broken and they were therefore replaced. The device was tested and was working ok. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was found with a control knob and knob spring broken. The generator has not been returned for service. There was no patient involvement. It was further reported that the product was returned for service.